Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device failed to withhold inappropriate ventricular anti-tachycardia pacing (atp) therapy for sudden onset of an atrial tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.